Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 97714, serial# (B)(4), implanted: (b)(^) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient¿s pain on their left side was getting worse. The patient was scheduled for a lead revision on (B)(6) 2015. The revision was to adjust the lead location to improve their pain coverage. The patient had an issue with their coverage since the implant on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. For information regarding the patient's other implantable neurostimulator please refer to manufacturer report # 3004209178-2015-00610.